Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) 5.2 was reported to have failed to stay closed. A field service engineer found that the inseparable (insep) was missing a magnet, which was causing the issue. Replaced the magnet on the hh insep, then rebooted the system and performed a test to confirm that the hh 5.2 was now functioning correctly and staying closed as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced a storage failure and required maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.